Manufacturer narrative:
No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3600a will be submitted accordingly.

Event description:
During routine maude database surveillance, manufacturer became aware of user facility report related to product problem.